Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left below the knee vessel. After the lesion was placed with a non-bsc introducer sheath and crossed with a non-bsc guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left below the knee vessel. After the lesion was placed with a non-bsc introducer sheath and crossed with a non-bsc guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.